Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to wake it, and pump showed red blinking light with repeated vibrations. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to attempt to wake pump, plug it into a working power source, and then prepare it for return; technical support arranged replacement pump, instructed customer to use multiple daily injections as backup therapy, provided guidance on storage mode, and advised customer to reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using provided shipping label.